Event description:
It was reported that during set up / inspection for use, the hf unit "esg-400¿, experienced error 433 (connection error). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the display of error code e433 was due to a defective hvps board. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.